Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to noise on the right ventricular (rv) lead. The rv lead was surgically abandoned. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to noise on the right ventricular (rv) lead. The rv lead was surgically abandoned. No additional adverse patient effects were reported. This device has been received for analysis.